Event description:
Part of a port-a-cath was found to be embolized to the pulmonary vessels in 1/96. Pt was transferred to hosp at which point the embolized segment was removed via interventional radiology. Pt returned, with respect to removal of the remainder of the port-a-cath. A right subclavian port-a-cath was removed with no complications and no difficulties were noted in a subsequent follow-up visit.